Event description:
It was reported that during a lobectomy procedure, the device cut but the staple line was incomplete. The surgeon applied sutures in order to finish the case and avoid adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.